Event description:
It was reported that the procedure was to treat a lesion in the left popliteal artery. The 7.0x200mm armada 35 balloon dilatation catheter (bdc) was advanced without resistance and inflated once at 4 atmospheres (atms) but the balloon ruptured. The balloon was removed (confirmed nothing left in patient) and another same size armada 35 balloon was used to continue and complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and results of the complaint investigation there is no indication the reported balloon rupture is related to a potential product quality issue. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices or patient anatomy. In this case, a conclusive cause for the reported balloon rupture could not be determined since the device was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D3 - name updated. D3 - address, city, postal code updated. D09, h3 - correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.